Manufacturer narrative:
Submit date 05/2/08. Received further info on from sales rep 2008 "broken adapter-catheter replaced".

Event description:
It was reported to tyco healthcare/kendall in 2008, that a customer had a problem with a dialysis catheter. Customer reports: cracked adaptor.